Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is underway.

Event description:
It was reported that some time after implantation of a vena cava filter, ivc perforation, filter fracture, and significant tilt were discovered. The filter was removed successfully. There was no reported patient injury.